Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that some of the lcd segments do not work. Customer confirmed that the device was able to engage in monitoring activities. It was indicated that the led segment of the spo2 display screen do not work. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some segments did not illuminate correctly. It was found that there were cold solder joints along the led pins. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.